Event description:
It was reported that the balloon leaked causing it to deflate. The foley was replaced and no additional intervention required.

Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be ¿lumen to lumen leakage¿. A potential root cause for this failure could be "lumen compromised by a puncture or cut". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following:" visually inspect the product for any imperfections or surface deterioration prior to use." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the balloon leaked causing it to deflate. The foley was replaced and no additional intervention required.